Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned high results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The customer suspects an interference in the sample as the patient has polymyositis rhabdomyolysis and is being treated with corticosteroids. The customer indicated that the patient's troponin t hs stat result was high at 900 ng/l. A second sample was obtained and the result was 500 ng/l after taking corticosteroids. A third sample was obtained and the result was 2300 ng/l without any suggestion of a cardiac issue. Based on the data provided, on (B)(6) 2016 the troponin t hs stat result was 575.00 ng/l. On (B)(6) 2016 a new sample produced a troponin t hs stat result of 1080.00 ng/l. On (B)(6) 2016 a new sample produced a troponin t hs stat result of 2051.00 ng/l on (B)(6) 2016 a new sample produced troponin t hs stat results of 2383.00 ng/l and 2538.00 ng/l. On (B)(6) 2016 a new sample produced a troponin t hs stat result of 2473.00 ng/l. No adverse event occurred. The e601 analyzer serial number was not provided. The samples from (B)(6) 2016 were submitted for investigation. The customer's tnt hs stat results were reproduced during the investigation with results of 2370 pg/ml and 2377 pg/ml. Based on the preliminary investigation results, a general reagent issue can be excluded.

Manufacturer narrative:
Further investigation of the samples indicate the troponin t hs value in the samples are correctly positive. The origin of troponin t hs in the sample needs to be answered from a clinical perspective. The device operated within specification.